Event description:
It is reported that the pt had total knee arthroplasty in 2006. The following month, an m/dn retro femoral nail was implanted for a supracondylar fracture of the femur. A post-op x-ray in 2007, showed the screw had come off or broke. Revision surgery was performed the next day.

Manufacturer narrative:
Evaluation summary: in the returned photo/print of the x-rays, it appears that the non-union is still existing until 2007. If pt was under normal activity with non-union/mal-union condition of the bone, there is chance of screws being subjected to fatigue fracture/deformation. Based on age of pt, condition of bone appeared to be in osteoporosis condition. The weak bone may also have lead to the screws backing out during normal activity. Evaluation: no product was returned for evaluation. Device history records indicate that the device was manufactured and packaged to specification.